Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. H6: event problem codes: patient code: 1690, 4577.

Event description:
It was reported that the implant at tooth site 46 was removed. Due to an allergic reaction and an infection. Patient suffered inflammation, edema and an abscess. Dentist performed a debridement on the patient.